Event description:
It was reported that the plunger does not open. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the top case was cracked, chipped by the right bottom corners and cracked by the tube holder. Bottom case is cracked by l bracket screws. There was visible contamination between the cases and by the left plunger case. Missing serial number on the display. During syringe testing and using biomed diagnostics monitor digital sensors testing, the reported problem was duplicated. The root cause of the reported issue was found to be there was multiple components on plunger head assembly caused by physical damage and incorrect assembly by the customer. Replaced multiple components on the plunger head and re-assemble plunger head. Performed power up process and device passed all the functional test. (UDI) is unknown.